Event description:
While this device was expanding another MFR's coronary stent, the balloon of this device burst inside the stent. The balloon had been used to pre-dilate the lesion prior to stenting. The pressure used for the stent expansion was greater than the labeled rated burst procedure. The device is not being returned for analysis. There has been no claim of injury related to this event.